Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and change sensor. She was not receiving any calculations. The customer's sensor glucose reading was low but her blood glucose level was 464 mg/dl. The customer treated her high blood glucose level with the insulin pump. Her blood glucose level dropped to 269 mg/dl. The device was not returned.